Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during implant (tsvb10) placement the vestibular wall fracture. Site was bone grafted and patient will be rescheduled for a new implant placement. Tooth location 8.

Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvb10) was received for investigation. Visual inspection of the as returned product identified minor signs of wear and bone residue due to usage. Measurements were taken using a caliper (ID: cal1831; due date: sep 25, 2020). Through dimensional analysis and comparison to drawings, it was determined that the device met design specifications. Pre-existing condition noted on the per was, ¿low bone density (type iii)¿. The reported device was being placed on tooth #8 when the incident occurred. X-ray or picture images were not provided. As a result, bone fracture could not be verified. DHR review for the lot (63412098) had revealed no deviations nor non-conformance which could have caused or contributed to bone fracture. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63412098) and no similar event or complaint was found. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did not occur and the event could not be verified since x-ray images or pictorial evidence were not provided. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.